Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 65 mg/dl. The customer ate cheese and crackers to raise bg level and then did not monitor bg level. Reportedly, the customer possibly over-corrected resulting in a bg level of 334 mg/dl. The customer administered a bolus. During a system check with tandem technical support; the pump, cartridge, and infusion set functioned as expected.